Event description:
Anaplastic large cell lymphoma diagnosed approximately 11 years following post bilateral mastectomy reconstruction with textured saline tissue expanders and mcghan textured saline breast implants.